Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime and self activated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared to be bloody and both slides in their initial positions. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire. But the device was self activated, when acquiring the first and third samples from the sample notch when testing the back actuator trigger. All 6 samples were obtained. Then the device was disassembled and inspected. Upon disassembly, it was noted that the left bumper was found to be bent. Therefore, the investigation is confirmed for reported self-activation as the device was self activated when acquiring the samples. However, the investigation is unconfirmed for the reported failure to prime as the device was able to prime and fire. A definitive root cause for the alleged failure to prime and self-activation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2023),

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime and self activated. There was no reported patient injury.